Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, about three minutes into the ablation, a fluid loss error occurred on the console. At that time, a cervical leak was noted in the patient and a first degree burn, smaller than a penny, was noted on the patient's vagina. The physician treated the burn with silvadene cream. A second procedure set was used to complete the procedure without further complications. Additional information from the attending physician reported on (B)(6) 2012, confirmed the classification of the burn. There were no further complications reported with this event. The patient condition is reported to be "fine."

Manufacturer narrative:
Although the patient's exact age is unknown, she is over 18 years of age. The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.